Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to product being discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: biomet exc abt cmtd arc ml cup 28x50, item#: ar-122850, lot#: 2705098. Biomet mlry-hd por fmrl 11 x 160 mm, item#: 11-104111, lot#: 070970.

Event description:
It was reported that patient underwent a hip revision of head approximately five years post-implantation due to bursitis. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. UDI: (B)(4). Report source, foreign - (B)(6). Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event. This report was forwarded in error and should be voided.